Event description:
Customer reported via phone call that he experienced high and low blood glucose for the last couple of days. Customer stated his blood glucose went low to 36 mg/dl the night before; he thinks, he might over delivered insulin and treated with food and then when waking up he was at 496 mg/dl and had to go to the hospital. During troubleshoot; it was stated, the drive support cap is recessed and customer was disconnected during the rewind/prime sequence. The insulin pump was not exposed to a magnetic field. The tubing had some small air bubbles but no insulin leak was found. The cannula was straight. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump passed the high pressure and displacement tests. Current blood glucose is 409 mg/dl. Customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.